Event description:
It was reported that the bd nexiva¿ closed IV catheter system split while advancing it. This is 1 of 3 related reports. The following information was provided by the initial reporter: "reports state that the catheter "split" upon advancement".

Manufacturer narrative:
Our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of needle through catheter was confirmed upon inspection of the photo. However, bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. DHR for packaged needle (pn) was reviewed for batch 2338751 (catalog 383516 )

Event description:
It was reported that the bd nexiva¿ closed IV catheter system split while advancing it. This is 1 of 3 related reports. The following information was provided by the initial reporter: "reports state that the catheter "split" upon advancement"

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.